Manufacturer narrative:
The provided information was analysed. It was described that a message appeared saying analogously "check internal battery" while the battery icon indicated a fully charged battery. However this phrase of a message does not exist. The device including the error logs were requested but not provided, consequently it was not possible to determine the root cause. In general the device alarms visually and acoustically in case of a technical problem (e.g. Device alarming for battery problem). In this case the device should be checked by dräger service first, as described in the instructions for use. The device was manufactured in february 2009 . The device informed the user by displaying a message about a given problem.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the oxylog 3000 failed in use. Before the event, the device reportedly had been left on charge and the battery icon indicated a fully charged battery. However, there was a message in top right saying check internal battery. Thee user unplugged and plugged in the device again and rechecked the battery icon which said fully charged to ¿check the battery¿. Whilst the check battery message remained, the icon again showed fully charged so they left the unit with a patient. Within a few minutes of starting transfer, the alarm sounded check internal battery, the battery icon then showed empty battery and device immediately switched off. Manual bagging had to commence. No injury has been reported.